Event description:
Hurt his gums [gingival pain]. Brush was torn away with a piece of the base-oral-b/power oral care refills [device breakage] . Case narrative: consumer's parent reported via email that while their son was brushing his teeth, he hurt his gums and the brush broke apart, with a piece of the base coming off. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
19-08-2025 product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Hurt his gums [gingival pain] brush was torn away with a piece of the base-oral-b/power oral care refills [device breakage]. Case narrative: consumer's parent reported via email that while their son was brushing his teeth, he hurt his gums and the brush broke apart, with a piece of the base coming off. No serious injury was reported. Follow-up (product investigation results) the oral-b toothbrush was investigated, and based on investigation results, the adapter of the handle was broken, and the magnet was stuck in the refill. Cause of failure was consumer influenced - no technical failure found with the refill. No handle available to investigate further. 'No manufacturing cause' and 'no design issue' was identified based on investigation. No serious injury was reported.